Manufacturer narrative:
The analyzer not being recognized and noise on one of the channels was not confirmed, the analyzer passed all functional and systems tests.

Event description:
It was reported that the analyzer could not be recognized by the programmer, and there was noise on one of the channels. The analyzer has been returned to service. No patient complications have been reported as a result of this event.